Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs show that several controller failure (purge pressure sensor defective) alarms were triggering, as well as purge system stopped alarms. These were preceded by a purge bag change attempt. Several log entries occurred for purge rfid errors, as well as the inability for the purge cassette to reset to "home" position. Lt logs from the complaint date show valid purge pressure and purge flow tick rate, however a spike in purge pressure occurs, rising from ~500 mmhg to ~1100 mmhg. Purge assembly was inspected, no issues were found. Console was tested on pump and purge with no issues. Out of an abundance of safety, fs was instructed to replace the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The complainant reported a purge system stopped alarm resulting in the need to switch to a backup controller. There was no adverse impact to the patient.